Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device check, the device exhibited a diagnostic anomaly regarding battery longevity calculation. The device was re-interrogated and the measurements returned to acceptable values. There were no consequences to the patient.